Manufacturer narrative:
Insulin pump received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Unable to verify motor error. The motor was tested outside of the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.